Manufacturer narrative:
(B)(4). A follow up will be submitted after completion of the plant's investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient developed peritonitis in the beginning of (B)(6) 2016 due to touch contamination. The patient was not hospitalized and was treated with antibiotics. The patient was treated with ceftazidine and then switched to vancomycin, route, frequency and dose unknown.

Manufacturer narrative:
A visual inspection was performed on the returned device and there were no signs of any physical damage with the received cycler. An internal inspection was performed and there were no discrepancies encountered in the internal inspection of the cycler. Simulated testing was performed and the device performed without failures. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The complaint could not be confirmed.